Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. For clarification, the instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to lifted off, exposing the bare wire. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. Failure analysis found the primary failure of insulation damage - conductor wire to be related to the customer reported complaint. The root cause is attributed to a component failure for the insulation damage to the conductor wire. An additional observation not reported by the customer was a damaged bipolar yaw pulley. Material appeared to be lifted off, next to the insulation damage the conductor wire. No material appeared to be missing. The root cause of this issue was attributed to user mishandling and was determined to be related to the customer's reported issue. Failure analysis found the additional failure of scratch mark - bipolar yaw pulley to be related to the customer reported complaint. The root cause is attributed to user mishandling. An additional observation not reported by the customer was that the main tube exhibited signs of scratch mark/abrasion on the distal end. The main tube scratch mark measured roughly 0.30" x 0.08" in length and was not aligned with the tube axis. Material was missing from the surface of the main tube. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Failure analysis found the additional failure of main tube ¿ scratch marks to not be related to the customer reported complaint. A review of the device logs for the fenestrated bipolar forceps (part# 470205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on 09-july-2021 via system serial# (B)(4). There were 6 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is reportable due to the following: it was alleged that the instrument had conductor wire damage, with no evidence or claim of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy surgical procedure, the fenestrated bipolar forceps had broken conductor wire. The issue was identified during cleaning. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information on 25-aug-2021: the instrument was inspected prior to use and there was nothing out of the ordinary noted. It was unknown if there were any instrument collisions or if the instrument was inspected for damage after the last procedure in which it was used. It was noted that the damage on the instrument was identified after reprocessing, but before sterilization, but it was unknown whether the instrument was inspected for damage prior to the reprocessing.